Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) on behalf of the patient alleging the patient¿s onetouch ultra meter was not powering on when he tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation as well as from additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient reported the alleged issue first occurred on (B)(6) 2013 in the afternoon while fishing. The patient reported he uses oral medications with diet and exercised to manage his diabetes, but could not remember what specific type or dose. The patient confirmed he took his medications as usual and made no changes to his usual diabetes management routine. The patient reported 20 minutes after he was unable to test, he fainted and hit the water. The patient reported upon hitting the water, he woke up and got back to shore. The patient reported he had some peanut butter crackers and felt better afterwards. The patient reported that he believed he fainted due to low blood sugar and there was no one around to help him. The patient confirmed he did not go to the hospital or seek medical attention. During the time of troubleshooting, the cca confirmed there was no misuse of the subject meter and it was not the first time the meter had been used. The meter¿s battery appeared to be working properly. However the reporter did not have any test strips at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms of severe hypoglycemia and required self treatment to prevent additional injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.